Event description:
Pt complained of pump being faster than normal. Inflow valve regurgitation was confirmed. Inflow and outflow cannulas and valves were replaced. Devices were sent back to MFR for evaluation.